Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their licensed dentist reviewed the treatment plan and advised that it was moving their teeth too quickly and in the wrong direction and causing harm. Patient advised to not continue using byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.